Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was accidentally touched by someone on the head in (B)(6) 2022 after which affected in situ measurements were seen. The user will be re-implanted.

Event description:
The user experienced a head trauma in (B)(6) 2022 after which affected in situ measurements were seen. The user was implanted in (B)(6) 2022 and abnormal measurements were seen in (B)(6) 2022 at activation. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. The investigation results appear to match the problems mentioned in the patient report. This is a final report.